Manufacturer narrative:
(B)(4).

Event description:
It was reported that a prompt for a new sensor occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert as the probable cause. The root cause could not be determined. The reported event of a prompt for a new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.